Event description:
Related manufacturer reference number: 2017865-2022-46849. It was reported that the patient presented in clinic due to chest pain. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead and atrial (ra) lead. There was also intermittent capture on the rv lead. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of inadequate capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.